Event description:
The reporter stated, that the surgeon was inserting a three piece silicone lens model aq2010v and the lens haptic tore and there was a vitreous loss. The surgeon removed the lens without enlarging the incision and performed a vitrectomy and put a lens in the sulcus, no suture required. The reporter stated, that the lens was damaged due to a loading error.

Manufacturer narrative:
A visual inspection of the returned product shows there is a tear in the haptic/optic junction. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.